Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a wet, liquid sensation at the implant site, followed by the observation of yellowish fluid and subsequent scabbing over of the area. Additionally, the patient reported a heat sensation during charging of the implantable neurostimulator, described as "heat transfer," which had been occurring since the initial implant. The doctor planned to evaluate the pocket. The agent reviewed options to address the heat sensation, specifically recommending turning the recharging speed down to mitigate the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the implantable neurostimulator (ins) heating during recharge and fluid from the ins site is unknown. The patient is scheduled to see their healthcare provider (hcp) in a couple days. Issue has not been resolved. Additional information was received from a manufacturer representative (rep) reiterating the heating and burning sensations at the battery site when charging. This has been ongoing for several months. Caller stated it is not enough to make the skin red but it is enough for the patient to say it is burning. Caller noted patient uses several layers between skin and recharger. Caller reported this only happens when charging, no pain or burning with just pressure on the ins. Patient did not have the recharger with them at the time of the call. Caller reported the patient has an open wound that they are working with wound care on. There is some drainage at one spot near the ins pocket that is not fully healed. Caller reported no suspicion of infection. The issue was not resolved through troubleshooting.